Event description:
Report received from (B)(6) stating that the motor spins freely when used with attachment. The device was not being used during surgery. It is unknown if there were injuries or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the problem was confirmed. The locking mechanism is damaged due to an attachment or cutter being installed incorrectly. The shaft of the attachment or cutter spun inside the drive shaft of the motor which removed material from the pawls. This material is necessary to hold the cutter in place while the unit is running. (B)(4).